Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
The doctor reported left side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and analysis noted the device weighed 212.19 grams. Under visual analysis noted creases and deformation of the device shell. Based on the device analysis the final assessment is: no issue found related with the manufacturing process.

Event description:
The doctor reported left side capsular contracture, baker grade unknown. The device has been explanted.